Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine follow-up in-clinic, it was observed that capacitor charging time had increased significantly. It was also noted that the hv lead impedance had also increased, but was within range. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. An alert for charge time limit reached was observed. The hv capacitors were removed and a known good pair of hv capacitors was used and the charge time was normal. The hv capacitors were sent to the manufacturing site for analysis. The cause of the extended charge time was an hv capacitor anomaly.